Event description:
Additional information was received that the shock lead impedance measurements continue to be high and out of range. Review of data found that they had been out of range since a year and a half after the device replacement procedure. Boston scientific technical services (ts) was consulted and suggested further troubleshooting. The crt-d and rv lead were reprogrammed and remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted for an unrelated product issue documented within report 2124215-2016-04055. The device was returned for analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement of more than 125 ohms. Additional information was unable to be obtained. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.